Manufacturer narrative:
Device identifiers have been requested. The hydrus microstent remains implanted in the patient and is not available for evaluation. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following update to ivantis on december 2, 2020. At the last examination (date unknown), the patient's symptoms of non-specific ocular discomfort and light sensitivity resolved. The eye was absent of iritis, iop was controlled and the position of the hydrus microstent was stable.

Manufacturer narrative:
Device identifiers have been requested. The hydrus microstent remains implanted in the patient and is not available for evaluation. Microstent malposition, microstent-iris touch, ocular pain, and anterior segment inflammation / re-medication with steroids are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon contacted ivantis regarding the position of the hydrus microstent and possible explantation in one of his patients who is experiencing chronic eye pain postoperatively. The surgeon reported that the proximal portion of the microstent is resting on the iris surface. Steroids have been prescribed, but he suspects symptoms will return once steroids are tapered. Further discussion with the surgeon revealed the proximal portion of the hydrus is extended slightly further into the anterior chamber than the recommended labeled position, but the surgeon could not be certain if the stent was in contact with the iris; the position will be reassessed at the next examination. The patient has experienced non-specific ocular discomfort and light sensitivity for several weeks following hydrus implantation which was performed in combination with cataract surgery. There was no sign of any adverse findings such as corneal edema, iritis, hyphema, iris pigment release, or iris transillumination defect. The patient's intraocular pressure is satisfactory in the low-teens. The patient inquired about explanting the microstent, but the surgeon wishes to avoid surgical intervention if possible. The patient is currently being treated with anti-inflammatory eye drops; cycloplegic eyedrops may be considered.